Event description:
It was reported that a user attempted a supply change and advanced the pump to 130 units without observing drops, then contacted support; the agent confirmed disconnection and instructed the user to rewind and correctly perform the supply change with a new cartridge installed, after which the procedure completed successfully. Symptoms included no clinical symptoms. Outcomes included no clinical impact. Investigation included technical troubleshooting and user education by phone. Investigation of this case revealed incorrect supply change steps due to failure to insert a new cartridge prior to priming, with no device malfunction identified and no component issues observed. It was concluded, based on previously established findings for similar reports, that user technique was the cause.